Event description:
It was reported that patient¿s atrial lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.

Event description:
New information received indicated that there was no intervention was performed. It was stated that the cause of low impedance was unknown by the physician.